Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged sterile package occurred. A mach1 guide catheter was selected for an unknown procedure. Upon unpacking, it was noticed that the plastic film of the device package was damaged which compromised the sterility of the guide catheter. However, the product box was in good condition. No patient involvement was reported

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Microscopic and tactile inspection revealed a kink from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a damaged sterile package occurred. A mach1 guide catheter was selected for an unknown procedure. Upon unpacking, it was noticed that the plastic film of the device package was damaged which compromised the sterility of the guide catheter. However, the product box was in good condition. No patient involvement was reported.